Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model tdxsp-cg, serial number/date (B)(4) is approximately 1 yr. 5 months old. The owner's manual part number 1143190 rev. J (nov-10), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.

Event description:
Caregiver called stating that the users tdxsp-cg power chair allegedly stopped working. Called a local dealer provided by customer service and they had someone there within an hour and they had the situation resolved within 10 min. Service technician contacted invacare tech services to ensure chair was programmed properly.